Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: a review of the pump¿s black box showed a call service alarm (cs 064) had occurred. During testing, the pump successfully completed the 24 hour duration test with no alarms or warnings occurring. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed dim, fading, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.